Manufacturer narrative:
Additional information: the lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information available, an exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The lens has been received and is currently under investigation at the evaluation site. An investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens broke when inserting in the eye. The lens was removed, no incision enlargement but a suture was placed. The backup lens was implanted with no issue.